Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot the lot# l736983 does not exist in sap p02 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent surgery with the implants in question in (B)(6) 2018. On (B)(6) 2021, the patient underwent removal surgery due to cutout. During the surgery, the surgeon experienced difficulty removing the locking screw from the fns plate. After failing to remove the screw with screwdrivers, the surgeon cut the screw head with a carbide drill bit and successfully removed the screw. During the surgery, because the bone was excavated at a size larger than the screw diameter to remove the screw, iron powder, which is a fragment of the screw, was contaminated in the body. The surgery was completed with a surgical delay of thirty (30) minutes. There is no further information available. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1) unknown carbide drill bit (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This is report 2 of 2 for (B)(4). This complaint is related to (B)(4).